Event description:
Boston scientific received information that this device had previously displayed extended charge times that were within an acceptable window. New information has been received that this device is now reached elective replacement indicator (eri) due to extended charge time while battery voltage is still at middle of life two (mol2). Boston scientific technical services (ts) explained that this patient will still have therapy available through end of life (eol). The device was subsequently explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.